Event description:
It was reported that this valve was explanted at implant due to leakage at the commissure. No further information was provided.

Manufacturer narrative:
Evaluation summary. Examination of the returned valve revealed wavy free margins on all three leaflets. There was a small gap between the margins of the left coronary and the non coronary leaflets. No further discrepancies were observed. Functional evaluation of explant pending.